Event description:
The customer contacted stryker to report that their device battery pins were pushed back into the rear case. In this state, the device may power off or not power on, which may result in defibrillation therapy being delayed or prevented from being delivered to the patient if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer¿s device and verified the reported issue. Stryker replaced the rear case to resolve this issue. Thereafter proper device operation was observed through functional and performance testing and the device was returned to the customer for use.